Event description:
Caller reported false positive troponin I (tni) results with several pts. This event is reportable because a recurrence my cause or contribute to a death or serious injury.

Manufacturer narrative:
Complaint was not confirmed. Product support did not observe any false positives or elevated values for tni recovery with product retains. Product support also tested samples with known elevated troponin and all samples tested positive results for tni. The customer did not return any sample or product, product support was unable to verify the customer complaint or any product deficiency.